Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 1689.72 mcg/day), marcaine (7.5 mg/ml at 6.34 mg/day), and morphine (50 mg/ml at 42.243 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that a pump motor stall was seen at initial interrogation. The patient had recently had an MRI. It was greater than 2 hours since the patient exited the MRI field. The pump logs were read and no motor stall recovery had occurred. The pump was re-interrogated and then a motor stall recovery was noted in the logs. The issue was resolved. The patient had no symptoms related to the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.